Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 213 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.